Event description:
Pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Customer experienced this issue previously with the same pump, and technical support decided to replace it. Customer chose not to obtain an out-of-warranty loaner pump and will use multiple daily injections (mdi) to ensure uninterrupted insulin delivery.